Manufacturer narrative:
Device evaluation: in previous MDR, " visual inspection found no visible damage to the lens" should be corrected to "visual inspection found the haptic torn" claim#: (B)(4).

Manufacturer narrative:
Product evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no vsible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -8.0 into the patient's left eye (os), the lens tore/broke. This occurred on (B)(6) 2019. Intraoperatively, the lens was removed and an alternate lens was successfully implanted. Reportedly, no patient injury occurred. The cause of the event is reported as unknown.